Manufacturer narrative:
(B)(4). The cycler was returned for evaluation. External, visual inspection found indications of dried fluid within the cassette compartment underneath the mushroom heads. There are no burrs or sharps inside the cassette door that may have punctured a cassette membrane. Two simulated treatments were performed and completed without any alarms or problems occurring. There were no fluid leaks in the test cassettes during the treatment tests. The complaint symptom intra-peritoneal increase peritoneal volume was not reproduced during testing. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The reported complaint symptom ¿sb supply bag lines are blocked¿ was not reproduced during testing. The valve actuation test passed. The system air leak test passed. The patient sensor calibration check passed. The load cell value and verification was within tolerance. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump and cassette area. The cause of the encountered dried fluid could not be determined. The cycler passed the mushroom head checks. In addition, the device record review confirmed the labeling, material, and process controls were within specification. This event is 3 of 3 for the same patient.

Event description:
Upon review of treatment data from a returned cycler, an event of increased intraperitoneal volume (iipv) was found. Follow-up with the peritoneal dialysis registered nurse (pdrn) confirms there were no serious injuries or complications. The pdrn states that patient continues treatment on the continuous cycling peritoneal dialysis (ccpd) and has not missed any treatments. The largest drain volume from this treatment occurred in cycle 2, drain 2, where the patient drained a total volume of 4,312ml. That drain was 190% of the prescribed fill volume.